Manufacturer narrative:
Additional information was received indicating that there was no patient involvement as the errors occurred during testing. One cadd solis vip pump was returned for analysis in good condition. The pump was inspected and functional testing was performed; failing testing. A faulty air detector was found upon further investigation. Based on the evidence the complaint was confirmed. However, the root cause is unknown but that the faulty air detector caused the complaint.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited air in line. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.